Event description:
The manufacturer received information alleging a ventilator was having a high priority ¿ventilator service required alarm¿ while in use on a patient in critical condition. A ¿code blue¿ event occurred and the user was removed from the ventilator. The device was returned to a third party and the device passed testing. The event logs were reviewed and none of the high priority alarms indicate a malfunction of the device occurred. There were no errors in the event log to indicate the device malfunctioned or failed to deliver therapy as designed. The manufacturer concludes that the ventilator operated as designed. The manufacturer is submitting a final report at this time. If any new pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.